Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-10358. Follow up information received identified surgical intervention was taken and one of the patient's drg leads was removed and replaced. In addition, the patient was doing well and reported the pain level had significantly reduced.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2018-10358. It was reported the patient was having pain in the hips regardless of the drg system stimulation therapy and, a sharp pain in the low back with therapy on. The patient stopped using the drg system stimulation therapy out of concerned the pain was related to the drg system. Surgical intervention to revise the patient's drg system leads may be taken at a later date.